Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, premenstrual pain, backache, urinary urgency and chronic cervicitis. Previously administered products included for contraception: mirena from 2005 to (B)(6) 2009. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included constipation, endometriosis, cyst, leukopenia, intestinal inflammation, melena, painful defaecation, hematochezia, hemorrhoids, diarrhea, uterine dilation and curettage, uterine cervical motion tenderness and iron deficiency anemia. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ascorbic acid, ascorbic acid; calcium mefolinate; ferrous fumarate; ferrous glycine sulfate; mecobalamin (maxaron forte), celecoxib (celebrex), ibuprofen from august 2010 to december 2011, iron, macrogol 3350 (miralax) and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("blood or heart disorder/condition:anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain/abdominal area"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, dyspareunia, fatigue, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in implant date- (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2011: 13.5. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea (cramping), fatigue, pelvic pain, anemia, menorrhagia, abdominal pain, nausea, dyspareunia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- following events ¿ ¿abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, depression, mental anguish and abdominal pain. Onset date of event pelvic pain¿, reporter information, medical history, historical, concomitant dug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, premenstrual pain, backache, urinary urgency and chronic cervicitis. Previously administered products included for contraception: mirena from 2005 to (B)(6) 2009. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included constipation, endometriosis, cyst, leukopenia, intestinal inflammation, melena, painful defaecation, hematochezia, hemorrhoids, diarrhea, uterine dilation and curettage, uterine cervical motion tenderness and iron deficiency anemia. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ascorbic acid, ascorbic acid;calcium mefolinate;ferrous fumarate;ferrous glycine sulfate;mecobalamin (maxaron forte), celecoxib (celebrex), ibuprofen from august 2010 to december 2011, iron, naproxen and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("blood or heart disorder/condition:anaemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain/abdominal area"). In september 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, fatigue, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, dyspareunia, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in implant date- may 2010, 02 jul 2010 plaintiff received treatment for pain,other injuries/symptoms, diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2011: 13.5. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea (cramping), fatigue, pelvic pain, anemia ,menorrhagia, abdominal pain, nausea, dyspareunia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet document received, lab data, event general abnormal bleed, bladder/urinary problems and event outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, premenstrual pain, backache, urinary urgency and chronic cervicitis. Previously administered products included for contraception: mirena from 2005 to (B)(6) 2009. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included constipation, endometriosis, cyst, leukopenia, intestinal inflammation, melena, painful defaecation, hematochezia, hemorrhoids, diarrhea, uterine dilation and curettage, uterine cervical motion tenderness and iron deficiency anemia. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ascorbic acid, ascorbic acid;calcium mefolinate;ferrous fumarate;ferrous glycine sulfate;mecobalamin (maxaron forte), celecoxib (celebrex), ibuprofen from (B)(6) 2010 to (B)(6) 2011, iron, naproxen, probiotics nos (multigen biotic) (B)(6) 2010 to (B)(6) 2011 and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("blood or heart disorder/condition:anaemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain/abdominal area"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, bladder disorder and urinary tract disorder had resolved, the anaemia, dysmenorrhoea, dyspareunia, nausea, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in implant date- (B)(6) 2010, (B)(6) 2010 plaintiff received treatment for pain,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2011: 13.5. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea (cramping), fatigue, pelvic pain, anemia ,menorrhagia, abdominal pain, nausea, dyspareunia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events updated. Seriousness criteria removed for genital hemorrhage. On 9-jan-2020: amendment: concomitant medication recoded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.